Event description:
It was initially reported that a user received a burn on their leg from a cvs hot and cold press. Additional information was later learned from communication with the user in which the user informed cvs she received a 2nd degree chemical burn on her left leg. She was having some discomfort and applied the hot/cold press for about 20 minutes. She had a follow up doctor's appointment on 4/20, and the area was scraped to help healing. The burn appears to be healing okay and looks better.